Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP that the lgui lib invalid. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, visible foam particles were observed, the invalid gui lib and the device was scrapped.